Event description:
It was reported that t1 and t2 of the fast fix 360 deployed at the same time. No patient injury was reported.

Manufacturer narrative:
There are no t¿s returned. There is no suture returned. The device shows no damage. Typically simultaneous deployment presents a bent or twisted device. This device does not show any cause for malfunction. It cycles and actuates as intended. No root cause related to the manufacturing process can be established. No further investigation warranted at this time.